Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering. The customer¿s blood glucose level was 303 mg/dl at the time of incident and current blood glucose level was 182 mg/dl. The customer observed air bubbles during troubleshooting of high blood glucose level of size about 3 to 4 in tubing. The customer was treated with insulin pump for high blood glucose level. The customer alleged insulin pump was under delivering as the customer had high blood glucose level after getting motor error. The drive support cap was normal and the customer performed displacement test and it passed. The insulin pump will not be returned for analysis.